Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. A cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). It was reported that calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure for peripheral arterial occlusive disease (paod). Reportedly, after the plunger was retracted a posterior cuff miss occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae or clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.